Event description:
According to the physician, essure was easily inserted. Cervical dilation and sounding were applied during insertion, as well as analgesia with toradol, valium and vicodin. As back-up contraception, the patient was told to use progesterone - only pill for one month and then condoms. After insertion she was tested and a nickel allergy detected. The patient requested to have essure removed as a result. She was also having pain. Essure was removed via laparoscopy and salpingectomy was also necessary. The location and condition of the devices was good. The patient's symptoms and pain resolved after surgery. The physician was unsure whether the condition was caused by essure device and stated the patient had strong nickel allergy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.